Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, h4, h6.

Event description:
Patient reported right side rupture and capsular contracture baker grade iii. Later patient reported ¿implant folding in breast 10:00 direction¿ and "found small fluid collection around implant¿. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported event of capsular contracture and rupture was received on january 21, 2025, with lot number 2663551. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. As per the investigation procedures deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. ¿ crease / folding of implant: observed. ¿ seroma-late: unable to observe as it is not related to the device. As per the investigation procedures deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture and capsular contracture baker grade iii. Later patient reported ¿implant folding in breast 10:00 direction¿ and "found small fluid collection around implant¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii. This record is for the right side. Device has been explanted.

Event description:
Patient reported, rupture. Affected side unknown. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.